Event description:
It was reported that while the rn was taking blood from the arterial line of the pressure monitoring device, blood suddenly sprayed everywhere. It was additionally reported that the identified source was from the section where the line is "normally" fixed. No pt injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation.